Event description:
As reported by the study, there was possible stent fracture identified.

Manufacturer narrative:
This product is not available for testing and evaluation. Additional information has been requested and will be submitted within 30 days upon receipt. This is one of three products used in the same procedure that were reported under the following manufacturing numbers 3003742446-2006-00680, 3003742446-2006-00681, 3003742446-2006-00682.